Event description:
It was reported that the customer was hospitalized due to a new medication. Customer stated that he experienced a low event. Customer's blood glucose level was 40 mg/dl. Customer stated that the new medication caused him to sleep and he did not hear his pump alarm for the low blood glucose level. Customer did not have the threshold suspend feature operable at the time. Customer treated with glucagon and food. Customer stated that he was not admitted to the hospital, but the paramedics were called to the residence. Customer stated that the incident occurred on (B)(6) 2015. Customer stated that the sensor is not always accurate. Customer stated that the event occurred a few different times. Customer stated that the event occurred yesterday where the sensor was reading 75 mg/dl and his blood glucose level was 110 mg/dl. Customer stated that there have been times when the sensor has been reading high/low and the customer is not high/low. No further assistance needed at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.